Manufacturer narrative:
Product analysis: analysis of the epg was able to confirm the customer comment that the ventricular output connector was broken. It was further noted that the epg did not power up with known good batteries; the lower case battery contact and batter drawer shorting bar were contaminated. It was further noted that the hanger, case under hanger, encoder assembly, hanger screw and one control knob were contaminated, hanger o-ring was missing. Keypad lock button was collapsing (out of specification, mechanical) however still operational and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was epg was received into service for repair and subsequently tested out-of- specification during manufacturer's analysis. There was no patient involvement.